Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01. Expiration date: 04-april-2022 / serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 16-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker the patient experienced complete atrial ventricular block and was in cardiac arrest. The physician felt that the "conduction system was not rubbed" with the delivery system. As there was no temporary device, cardiac massage and percutaneous pacing were performed. For safety, a temporary device was inserted from the neck. Afterwards, the echocardiogram confirmed that there was no pericardial effusion and no damage to the inferior vena cava (ivc), so the procedure was continued. In the end, it was implanted in the high septum with acceptable parameters and remains in use. No further patient complications have been reported as a result of this event.